Event description:
It was reported that resistance was encountered during advancement of the vena cava filter through the delivery sheath and upon deployment, the filter legs were crossed. The filter was removed with a snare device and another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.